Event description:
It was reported that the clips did not close. They did not hold the applier as reported by the dist. Pt injury required admission.

Manufacturer narrative:
When the investigation is completed and I receive the engineer's report, I will file a supplemental report.